Manufacturer narrative:
It is hypothesided that the root cause of the reported event was likely insufficient wall thickness of the head lock sleeve. This issue may have contributed to by repeated user of over-tightening of the head lock sleeve onto the screw, which could have placed additional stress on the wall, leading to the failure.

Event description:
It was stated that "the retaining screw driver broke during the operation today. There was no excessive force or angulation on the driver. As the dr. Was inserting the screw a piece broke off."